Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: angulation in the upwards direction is out of standards due to the worn angle-wire; the gap on up/down knob is out of standards due to the worn angle-wire; the aspiration quantity is out of standards due to the broken channel tube; waterproof failure due to the broken channel tube; adhesive on bending section cover or distal sheath rubber is broken; connecting tube is corrugated; and the suction cylinder is peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the colonovideoscope, image has flare effect. This event occurred during the preparation for use. The devise was inspected before use. The procedure was diagnostic. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device, found that the radio frequency identification data error was displayed. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The product is cf-h170i; however, the incoming inspector confirmed that when the rfid is searched, cf-h170l was displayed on the monitor. Olympus will continue to monitor field performance for this device.